Manufacturer narrative:
Findings: unit was received with dog chew marks at reservoir tube lip. Unable to perform displacement test due to missing retainer. Unit was received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, peeling display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture and slightly peeling end cap address label.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 74mg/dl at the time of the incident. The customer reported that the pump got chewed by the dog while daughter was in the shower. The customer reported that the reservoir wont lock in and the reservoir compartment is chewed up. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined to return the insulin pump. The insulin pump will be returned for analysis.